Manufacturer narrative:
The provided photo was inconclusive and did not definitively confirm the reported issue. The image suggests that the balloon may have folded over on itself; alternatively, a ligature-related issue may have caused the balloon to slip. A comprehensive investigation will be conducted upon receipt of the device to determine the root cause. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that during an embolectomy procedure, the device was inspected prior to use and the balloon was confirmed to inflate without leakage using a volume within the recommended range. While removing a clot, the user noted an unusual sensation, and upon withdrawal of the catheter, the balloon was observed to be displaced. The device was discontinued and replaced, allowing the procedure to be completed successfully. The device was reportedly used in a stenotic region. Storage conditions were reported as normal. No catheter fragments remained in the patient and no patient injury occurred.